Manufacturer narrative:
The device was returned for analysis. The reported torn material, leak and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported torn material; however, factors that may contribute to torn material include, but are not limited to, interaction with procedural device accessories and interaction with the patient anatomy. The subsequent leak and activation failure appear to be a result of the identified device tear. It should be noted, there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous, 80% stenosed right coronary artery. A balance middleweight guide wire was used with a 4x23mm xience alpine stent delivery system (sds) without resistance. During deployment, the stent completely failed to deploy as a leak was noted in the shaft of the sds, so the sds was removed without difficulty. The shaft was noted to have a tear along with the leak. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.